Event description:
Reporter stated that customer received the following results on the aviva system within 10 minutes: 16.0 mmol/l, 9.2 mmol/l and 19.9 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are no longer available for return.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.